Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During field svc installation of the device, the user reported the electronic gas delivery sys displayed low oxygen supply pressure. No other details regarding the nature of this event were provided. Since the event occurred during installation of the device, there was no pt involvement during this event.